Event description:
It was reported by the customer that their insulin pump display screen is partially blank. Customer stated they dropped the device and the screen was blank shortly after. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with missing segments due to cracked and bleeding lcd glass. Unit had scratched display window, cracked display window corners and cracked reservoir tube lip.